Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the navarre universal drainage catheter. Four days post the procedure on (B)(6) 2025 it was identified that the drain was completely broken when connected to the stopcock or the bag directly. Reportedly leak was identified and the drain was removed. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the navarre universal drainage catheter. Sometimes later post procedure, it was reported that the drain was completely broken when connected to the stopcock or the bag directly. Reportedly leak was identified and the drain was removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was not returned for evaluation. Two electronic photos were provided and seventeen (17) 8f navarre drainage catheter sealed lot samples. Were returned for evaluation. The photo shows a partial view of the catheter implanted into the patient in which the hub area is noted to be fractured, and some pieces of hub were missing. The 8fr navarre drainage catheter, an inner stylet loaded into a cannula and a flexible cannula were removed from the unsealed package. The distal end of the catheter appeared pigtailed. Pigtail thread was noted on the catheter hub. The catheter hub was inspected, and no anomalies were noted. No anomalies were noted throughout the catheter and rest of components. Although no issues were noted from the return sample analysis, the original device was not returned for evaluation. Therefore, the investigation is confirmed for the reported fracture, material separation and leak issues as it was confirmed from provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.